Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported patient device interaction problem and patient effects, and the relationship to the product, if any, could not be determined. The subsequent treatments were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a slightly calcified right common femoral artery using a proglide device after an interventional left leg angiogram procedure with a 6f sheath. Reportedly, the suture failed to hold hemostasis (all steps were done as intended and the suture knot was advanced to the vessel wall and tightened, however bleeding continued). A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.